Manufacturer narrative:
One pneupac parapac plus was returned for analysis in undamaged condition. Gas was supplied to the input; a hissing noise was observed. The device was opened and the demand valve blocker had come off the tubing. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received indicating that a gas leak occurred to a smiths medical pneupac parapac plus ventilator during an equipment check. There were no reported adverse effect or patient involvement.